Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that they were examined by their dentist and the dentist advise to discontinue treatment. Further treatment will result in chipped and broken teeth due to edge-to-edge contact on #10 and #22. Also, there is an occlusion on non-supporting cusps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.